Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issued: dislodged stent. It was reported that during an attempt to treat a tortuous, calcified lesion, and distal to a previously placed restenosed stent, the stent dislodged. It was noted that this was not a device issue, but that the stent was "stripped" off the balloon by the previously placed stent and pushed proximally. Another guide wire was placed to retain vessel access and the stent delivery system (sds) and guide wire was removed as a unit, with the stent. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. It is likely that the interaction of the sds with the tortuous, calcified lesion and previously implanted stent resulted in the stent dislodgement. The reported stent dislodgement appears to be related to the circumstances of the procedure.